Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the white patient cable was not saving data to the power module. Multiple carts were used with different patient cables without resolving the problem. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the controller and the power module/system monitor was confirmed. System controller, serial (B)(6), returned and was not able to communicate with the system monitor. A current leakage test was performed and the orange wire in the white cable failed. The cable jacket and shielding of the white power cable was stripped revealing a severed orange transmission wire. No other damage was observed. The power cable was replaced to continue testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed communication wire in the white power cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.